Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was moderately tortuous and severely calcified located below the knee. A 2mm x 40mm x 145cm coyote es balloon catheter was advanced for dilation. During the procedure, on the first inflation at nominal pressure for 40 seconds, the balloon ruptured. The device was removed without any problem and no damage was observed. A different device was used to complete the procedure. No complications reported, and patient status was good.

Manufacturer narrative:
Device evaluated bt MFR: the device was returned for analysis. Microscopic examination revealed a pinhole 5mm from the tip. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed there is a pinhole in the balloon.

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was moderately tortuous and severely calcified located below the knee. A 2mm x 40mm x 145cm coyote es balloon catheter was advanced for dilation. During the procedure, on the first inflation at nominal pressure for 40 seconds, the balloon ruptured. The device was removed without any problem and no damage was observed. A different device was used to complete the procedure. No complications reported, and patient status was good.